Event description:
It was reported that during a procedure of the mid left anterior descending (lad) artery, the 2.75 x 23 mm xience v stent delivery system (sds) was prepared and before use the physician felt the tip was rough; it 'did not feel right' so the device was not used. There was no report of stent movement or the stent being loose on the balloon. A second 2.75 x 23 mm xience v sds was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the stent delivery system was returned with a hole in the distal tip clear seal; the guide wire exit notch was returned lifted and slightly torn.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The tip did not feel rough; however, there was a tear/hole in the tip. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.